Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 07/21/2020. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed in (B)(6) 2020. Reportedly, the procedure was done under local anesthesia. According to the complainant, the patient experienced extreme rectal pain post-radiation. Magnetic resonance imaging (MRI) was performed and it showed a dark matter inside the prostate. Reportedly, in the physician's assessment, the gel seeped into the capsule of the prostate during treatment. It appears on the t2 images that there has been erosion of the gel, further into the prostate into the prostatic urethra. On (B)(6) 2020, a magnetic resonance imaging (MRI) performed post implant, shows the state of the prostate was reviewed and it does not appeared that the spaceoar has penetrated the rectal wall. Reportedly, near the prostate base, it appeared that the posterior capsule may have been penetrated and there may be some spaceoar within the prostate itself. The patient was treated with 1 vicodin (bid) and will be followed up by cystoscopy after two months. The patient will receive 40 fractions of intensity modulated radiation therapy (imrt).